Event description:
It was reported that a pt underwent an obturator sling procedure on (B)(6) 2008. The pt had complete relief of incontinence. However, shortly after that the pt was treated for a urinary tract infection, then for vulvar irritation and possible yeast infections, never with complete relief of vulvar irritation. The pt has been on hormone replacement therapy, including vaginal estrogen. In early 2009, the pt developed more vulvodynia symptoms and was treated for possible (B)(6) without ever being cultured positive and without developing antibodies to (B)(6), though having antibodies to (B)(6) and a history of orolabial herpes. In early 2009, the pt's symptoms became a vulvar burning that almost incapacitated her. The pt was seen in pain clinics during early 2009 in addition to psychiatric evals. The pt has been and still is using a tens machine without much relief. She has been told she has a "neuroma" at the right inferior pubic ramus and is very tender where the sling contacts the right inferior pubic ramus. The pt has been injected by other doctors with local and steroids without relief. The surgeon injected the right side with lidocaine and kenalog with complete resolution of symptoms for a few hours until the local wore off and was reinjected in the same area with less impressive results. The pt's symptoms are all right-sided and seem to be aggravated by palpation of the sling on the side. The surgeon has offered to excise that part of the sling. The pt has been strenuously advised against any surgery by some, or all, of her pain specialists.

Manufacturer narrative:
(B)(4). Neuroma, pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.